Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings:no defect was found. .the first basal delivery was on (B)(6) 2017 at 14:11. An unexplained loss of prime occurred on; deliveries resumed at 09:26. An unexplained loss of prime occurred on (B)(6) 2017 16:32; deliveries never resumed. The last basal delivery was 2017-03-03 at 16:29. The two-unexplained loss of primes recorded in the black box are the reason the basal change history appears to be inaccurate; the change history records 0.00 u for loss of prime events.. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. No alarms occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the basal rates did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.